Event description:
New information received notes that the patient was seen on (B)(6) 2024, and examination of the device confirmed the issue was due to ble telemetry lockout. The issue was resolved through interrogation of the device. No further patient consequences were reported.

Event description:
It was reported that a patient presented with loss of bluetooth low energy telemetry noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.